Manufacturer narrative:
Unit had button error alarmed due to corroded on keypad trace. No battery out limit alarm noted. Also, unit had missing end capsticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.